Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that after installation and "commissioning" of the device, an abnormal noise occurred, traced to the fan, after switching on the device. There was no patient involvement, associated with the problem, reported to olympus.